Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that after a surgical procedure, the bur was observed to be broken.the procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: further investigation confirmed that a bur was not involved in this event.

Event description:
Upon further review, there was no bur involved in this event.